Manufacturer narrative:
The following device was involved in the reported event: serial # : unknown - cac adapter. Method: no testing methods performed; actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. One controller was returned for evaluation. One cac adapter was not returned for evaluation. A review of the manufacturing documentation could not be performed since the serial number remains unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of log files revealed a controller power up event on (B)(6) 2016 at 18:38:33. The data point (at 18:28:01) prior to the controller power up event revealed that (B)(4) was connected to power port 1 with 50% relative state of charge (rsoc) and a controller ac adapter was connected to power port 2. The data point after the controller power up event revealed that (B)(4) was connected to power port 2 with 94% rsoc and no power source was connected to power port 1. No abnormalities were recorded prior to the loss of power. Analysis revealed that the device failed visual inspection and functional testing due to a bent pin on power port 1. The most likely root cause of the bent pin observation can be attributed to a forced connection. Additionally, it was noted that the serial port data cap was missing. This finding is not related to the event and is likely due to the handling of the unit. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources. It's possible that the bent pin finding contributed to the loss of power. Tha manufacturer has opened an internal investigation to evaluate bent pins in controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following device was involved in the reported event: serial # (B)(4), catalog # 1425us - controller ac adapter. Device has not been received.

Event description:
It was reported that the patient had repeated 1 power disconnect alarm' while on batter and ac power. He exchanged for a fully charged battery x2 and checked connections which were secure. He then developed a double disconnect alarm so he performed a controller exchange with minor difficulty disconnecting and reconnecting, but tolerated the exchange well. No additional information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.